Manufacturer narrative:
(B)(4). D10: vpc screw 2.5x24mm cat#233225024 lot#ni g2: switzerland the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00670.

Event description:
It was reported in a study concerning max vpc screw usage that 2 screws were fractured during implantation and were removed using pliers. A third screw was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.